Event description:
It was reported to boston scientific corporation in 2008 that an rx cannulating autotome was used during an unknown procedure on an unknown date. (Patient gender, age and weight unknown) according to the complaint, the rep was in the account for a case and thought that the device maybe mislabeled, the rx 49 the tip is 4.9fr the label on the device is reading 5.5 fr. The case was completed with subject rx cannulating autotome device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complaint sample has not been returned for evaluation. A device analysis cannot be performed. All of the tome devices start out as 7fr catheters and are drawn down to 5.5fr at the distal end. During top assembly manufacturing, the distal end (5.5fr) is further tapered (tipped) to a specific dimension. For the subject size, the 5.5fr distal end is tapered to 4.9fr. The subject label shows the 5.5fr dimension pointing to the 5.5fr portion of the distal end and not the very distal tip which is 4.9fr.. It appears that this was a case of customer confusion about the package labeling. .